Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The patient effects of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device in the rcfa was pre-placed without issue. Reportedly, resistance was felt during removal of the second and third prostyle devices in the rcfa. The suture of the second device was cut to facilitate removal. After the two devices were removed manually, it was noted that they came out with the foot open, causing vessel damage in the rcfa. In the lcfa, it was noted that another three prostyle devices also came out with the foot open after removal, causing vessel damage and significant bleeding in the lcfa. The sheath was upsized to a 14f sheath in the rcfa and a 10f sheath in the lcfa. The evar procedure was completed at both access sites. Surgery was used to repair the arteries and achieve hemostasis at both access sites. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 are filed under separate medwatch report numbers.